Manufacturer narrative:
H.6. Investigation: ninety one sealed 31g x 5mm pen needle samples and three photos were returned from lot. No. 8304801, cat. No. 325107. Visual examination was carried out on all ninety sealed samples and photos and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that the shield didn't fit over the bd micro-fine ultra¿ insulin pen needle during use after the cap was removed. The following information was provided by the initial reporter, translated from french to english: "one of our usual users of microfine needles reports a problem with the needles of the last box we gave it. The purple "sleeve" does not fit the needle when removing the protective cap."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield didn't fit over the bd micro-fine ultra¿ insulin pen needle during use after the cap was removed. The following information was provided by the initial reporter, translated from (B)(6) to english: "one of our usual users of microfine needles reports a problem with the needles of the last box we gave it. The purple "sleeve" does not fit the needle when removing the protective cap."